Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were not performed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.